Manufacturer narrative:
Gbo complaint no: (B)(4). Received 1rk 454322/b191136q for evaluation. We have no further inventory of the material/batch. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly, level mark, filling level and draw volume according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled and had the correct fill guide line position. Greiner fill mark provides a visual control opportunity for the phlebotomist and for the lab personnel to check for proper volume collection of specimen. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. No deviations could be observed in the samples. Complaint could not be duplicated.

Event description:
Customer states tubes do not fill to required fill line. Safety blood collection sets are being used for collection. A discard tube is being drawn before coagulation tube. Phlebotomists are holding the tube in the holder with their thumb until the tube is completely filed. It is occurring with multiple phlebotomists and ER nurses. The tubes are filling a full triangle width below the minimum 20% or more tubes are experiencing this issue.